Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿elevated metal ion levels have been reported with metal on metal articulating surfaces,¿ "inadequate range of motion due to improper selection or positioning of components," and ¿postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-08547 / 08548).

Event description:
Legal counsel for patient reported that the patient underwent right total hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2012 due to patient allegations of elevated metal ion levels, pain and limited mobility. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that the patient underwent right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported patient was revised on (B)(6) 2012 due to patient allegations of elevated metal ion levels, pain and limited mobility. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. A review of invoice history confirmed the initial surgery date; however, it indicates that the revision procedure was performed on (B)(6) 2012. Additional information received in patient medical records reveal the (B)(6) 2012 revision was due to pain and a loose acetabular component. The patient's operative report noted metal wear on soft tissues, a grayish black appearance to soft tissues, no bony ingrowth on the cup and scar tissue. The modular head, acetabular cup, and taper adapter were removed and replaced. Additional information in patient medical records reveal patient's joint fluid was tested on (B)(6) 2012 and patient's blood was tested on (B)(6) 2012..

Manufacturer narrative:
This follow-up report is being filed to correct information that was reported in error on a previous medwatch. Corrected data: revision surgery was (B)(6) 2012 and not (B)(6) 2012 as was previously reported.

Event description:
Legal counsel for patient reported that the patient underwent right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported patient was revised on (B)(6) 2012 due to patient allegations of elevated metal ion levels, pain and limited mobility. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. A review of invoice history confirmed the initial surgery date; however, it indicates that the revision procedure was performed on (B)(6) 2012.